Manufacturer narrative:
The end-user had downloaded the most updated version of mx2+ app, but when having difficulty installing, contacted permobil australia for assistance. It was at this point the end-user claimed the samsung galaxy 5 watch failed to disengage the drive motor of the smartdrive device when given tapping gestures. The end-user stated he was able to stop by pressing the button on the watch, but tapping did not register. Permobil australia was able to wlak the end-user through the installation, but they were unable to confirm which version of app was previously installed on the watch prior to the user updating. Since the update, no further communication has been received from the user of recurring issues. Permobil is unable to reach a determination as to possible cause for the alleged issue without speculation.

Event description:
Received report claiming the end-user having connection issue with the galaxy 5 watch causing a loss of control with the smartdrive unit where they did not have the ability to stop via tapping gestures. No injuries were reported to have been received as a result.